Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/1/90 and removed on 7/15/96 because a "cylinder eroded through corpora," and that there were no problems noted with the device. In the received info the md stated that the cylinder had eroded at the "distal rt corpora," and that it was "about to erupt through the skin." The md noted during surgery that a "tremendous amount of scarring" was observed. The md further stated that an "anatomical deformity sec to prior trauma" may have contributed to this occurrence. Because qa's examination of the returned components can neither confirm nor disprove the report of erosion, qa did not perform a microscopic examination. Based on the md's observations qa accepts the report of erosion as the reason for surgical intervention.

Event description:
Per the info provided to co by hospital, the device was removed approx. On 8/96, however no specific day was provided, as the "cylinder eroded through the corpora". As reported to co, there were no reports with regard to device function. The entire device was removed.